Event description:
The customer requested an event log review to determine if ativan was programmed in guardrails or as a basic infusion. Approximately one hr after the ativan was hung, the pump alarmed for air in the line and the bag was noted to be empty. The ativan concentration was 1 mg/ml and the bag volume was 50 ml. The pt was not harmed. No medical intervention was required. Although requested, no further pt/event info was reported.

Manufacturer narrative:
(B)(4). The event logs have been requested but have not been received. A f/u report will be submitted with investigation results should the logs be received for eval.